Manufacturer narrative:
If implanted, give date (mo/day/yr), corrected data: additional information was received indicating that the correct implant date was (B)(6) 2011. This report is being submitted to correct this information.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. If implanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated an incorrect implant date. If explanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated an that the device was explanted; however, additional information shows that no products were explanted. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Manufacturer narrative:
If implanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated an incorrect implant date. This report is being submitted to correct this information.

Event description:
Follow up showed that the patient underwent surgery on (B)(6) 2013. The lead pin was reinserted, and the high impedance resolved. No products were explanted or placed.

Event description:
On (B)(6) 2014, it was reported that this vns patient experienced and increase in seizures after (B)(6) 2013. The device was checked, and high impedance was observed. The patient underwent surgery in (B)(6) 2013 and his condition improved following surgery. Programming history was provided indicating that high impedance during system diagnostics was first seen on (B)(6) 2013. Prior to this, system diagnostics on (B)(6) 2013 were within normal limits. Follow-up showed that the patient¿s device was disabled. No patient manipulation or trauma occurred. No x-rays were taken.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death.